Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between march 7-8, 2024 h11: four photographs and two actual samples were received for evaluation. The returned photographs were reviewed, and it was noted that small dark spots or particles of foreign matter were identified and appeared embedded in the tubing of the inlets. The two actual samples were visually inspected, and it was noted that dark spots were identified loose in the packaging. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely due to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix vented micro-volume inlets had black particles inside the packaging. This was observed prior to patient use. There was no patient involvement. No additional information is available.